Event description:
Limited information is available. Baxter foreign complaint coordinator reported moderate hemolysis occurred 1 hour and 40 minutes into an intended 4 hour treatment on a system 1000 hemodialysis machine. It was reported that there was "involved" or "prolonged" inpatient hospitalization but no remedial therapy was needed. It was reported that ten minutes after the start of the treatment the device gave an "over pressure" alarm. Manual heparin was administered and the treatment was continued. "After a while" the patient started feeling sick and treatment was discontinued. Reported treatment parameters were 500ml/min blood flow rate, 300ml/min dialysate flow rate, and 500 ml/hour ultrafiltration rate.